Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿air leakage¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the angle locks. The most probable cause is presumed that excessive stress applied to the device while it was bent, physical stress such as forced bending operations, and repeated angle adjustments caused the angle wire to be worn, resulting in the angle becoming immovable. The event is detectable and preventable by handling device in accordance with the following IFU: chapter 3 preparation and inspection 3.3 inspection of the endoscope important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope angle locks. There was no patient involvement.